Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported impedances were over 4,000 ohms intra-operatively even though there wasn¿t trouble inserting the lead. The consumer tried testing impedances at 3.0 volts and 330 microseconds, but they still got greater than 4,000 ohms, even though every one of the electrodes got bodily response/motor response at low voltage. No further complications were reported.

Event description:
Additional information was received. Manufacturer representative reported the patients impedances were checked after leaving the room and everything was fine. It was reported that something in the room must have been causing issues.